Manufacturer narrative:
It was claimed that the screen of the air compressor suddenly went black during use. There was no patient harm reported. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. Based on provided information, the issue has been resolved by the hospital engineer by reconnecting the internal circuit. The customer has solved the problem on his own and there was no need to perform the inspection by getinge company personnel. The device was delivered to the user in working condition. The root cause to the reported issue has not been determined. H3 other text : 4112.

Event description:
It was reported that the compressor went black. There was no patient harm reported. Manufacturer's ref.#: (B)(4).